Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse evaluated the instrument and replaced reagent probe b wash collar valve (solenoid valve) to resolve the leak.

Event description:
The customer reported a leak from reagent probe b of the unicel dxc 600 pro synchron system. The customer was wearing personal protective equipment consisting of a laboratory coat, gloves, and protective eyewear at the time of the event and there was no report of any injury or direct exposure as a result of the leak. Erroneous patient results were not generated and there was no report of any change or affect to patient treatment in connection with this event.